Manufacturer narrative:
Manufacturer: (B)(4). Device available for evaluation: yes. Manufacturer site: (B)(4). Device evaluated by manufacturer: yes. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. An investigation was performed on retention and returned products for the reported lot number. Retention devices were tested with clinical negative urine samples and results were read at 3 minutes. All test devices produced expected negative results at the read time. Returned devices were tested with low hcg patient urine sample (2.6 miu/ml). Results were read at 3 minutes and all devices tested produced negative results. Unable to replicate the reported issue during-house testing. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
It was reported that a (B)(6) old patient visited the clinic and an hcg cassette test was administered with a urine sample. A faint positive result occurred. Retest was administered two times with a negative result. Confirmatory testing will not be conducted. The patient was not provided/withheld treatment nor were there changes in medication due to the hcg results. No adverse patient outcome.